Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery of the explant. No substantial deviation was identified and all records purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures.

Event description:
On (B)(6) 2012, matristem surgical matrix thick device was used in the patient during surgery to repair a complex recurrent hernia. The device was used as an underlay with complete musculofascial closure achieved. Pds sutures were used to secure the device perimeter and at the midline. Approximately one (1) year after initial surgery the patient had a subsequent hernia at a different level. On (B)(6) 2013, surgical repair of the subsequent hernia was performed. During surgery it was identified that the previously implanted device had not resorbed and appeared encapsulated so it was removed during the hernia repair surgery. There was no sign of infection and the hernia was repaired by implanting a synthetic mesh and a matristem psm device.